Event description:
This lead was implanted on (B)(6) 2006 and was explanted on (B)(6) 2011. The lead was dislodged and was not capturing at high outputs. It is unknown if the chronic ventricular lead was inadvertently dislodged during the procedure, or prior to incision. Nevertheless, this lead was removed completely. The physician was dr. (B)(6) at (B)(6) in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).